Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm experienced leakage and product damage/deformation with the device still operable. Product defects were noted during use. The following information was provided by the initial reporter: the patient came to our hospital for pain in the lower limbs. During the use of the indwelling needle during hospitalization, it was found that the indwelling needle leaked, and the infusion was stopped immediately. The heparin cap of the indwelling needle was loosened and the edge of the cap was cracked, and the anastomosis was not firm. Replace the new indwelling needle.

Manufacturer narrative:
Investigation: neither sample or photo was returned. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A possible root cause could not be determined at this time.

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm experienced leakage and product damage/deformation with the device still operable. Product defects were noted during use. The following information was provided by the initial reporter: the patient came to our hospital for pain in the lower limbs. During the use of the indwelling needle during hospitalization, it was found that the indwelling needle leaked, and the infusion was stopped immediately. The heparin cap of the indwelling needle was loosened and the edge of the cap was cracked, and the anastomosis was not firm. Replace the new indwelling needle.